Event description:
It was reported that during a right internal carotid artery stenting procedure, the rx acculink stent delivery system was advanced through the heavily tortuous artery and placed in the heavily calcified lesion. Upon deployment, the vessel folded in on itself, reportedly due to the heavy tortuosity of the vessel. The nav6 emboshield embolic protection device was pushed distal and a second unplanned 5.0x30mm rx acculink stent was deployed distal to the first, straightening the vessel. There was no adverse patient sequela; however, due to the patient's cardiac status, the patient remained hospitalized for a planned coronary artery bypass graft surgery (CABG). On (B)(6) 2012, the patient experienced expressive aphasia, right facial droop and right sided weakness. The planned CABG has been delayed due to patient's status and the neurological event was diagnosed as a stroke. The patient continues to have weakness and confusion and the condition is listed as continuing without change. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of stroke, neurological event and vessel spasm are known observed and potential adverse events as listed in the electronic instructions for use, carotid stent system, rx acculink. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.